Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a descending thoracic aortic transection. Vessel morphology was not provided. It was reported that the patient was in a car accident. The patient was admitted emergently. The patient¿s thoracic aorta just beyond the lsa was severely transected and was restricting flow distally. There was very significant hemathorax. The physician deployed the valiant stent graft successfully. During the procedure the patient was unstable and required significant fluids/blood. Chest compressions and defibrillations were also required three times. The procedure was completed and the patient remained stable. The following day the patient experienced a drop in blood pressure; therefore, the patient was then taken back to the or and the physician opened the patient¿s chest and saw a jet of blood coming out of the aorta a few centimeters below the stent graft. Shortly after the patient expired. The physician noted that the jet of blood was likely an avulsed intercostal artery.

Manufacturer narrative:
(B)(4).